Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while the pump was in their pocket. There was no impact to customer's blood glucose (bg) level. Customer was able to clear the alarm.